Event description:
While wearing the external equipment, the patient reportedly had no sound perception. The patient was seen at center for device evaluation. External equipment was exchanged. However the reported problem was not resolved testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device is to be scheduled.